Manufacturer narrative:
The catheter was returned, and analysis found no anomalies and the catheter was patent, and passed pressure leak testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d refers to the main device, the other relevant component includes: product ID 8780 serial# (B)(4) implanted: 2017 (B)(6) explanted: product type catheter. Of note, only the catheter was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Device code (B)(4) has been updated to device code (B)(4). Code conclusion 92 is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the unsuccessful dye study was not determined. No further complications were reported. The catheter was returned for analysis on (B)(6) 2017. Additional information was received from the healthcare provider via the manufacturing representative (rep). The rep clarified that the reported unsuccessful dye study meant that the healthcare provider was unable to aspirate the catheter.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving compounded baclofen, 250mcg/ml at 50mcg/day via an implantable pump. The patient¿s medical history included chronic pain and arachnoiditis. The indication for use was intractable spasticity. Per the healthcare provider the patient experienced extreme lower extremity pain that worsened during a catheter dye study. The environmental, external or patient factors that may have led or contributed to the issue was the patient has a history of arachnoiditis. A catheter dye study was performed by the healthcare provider, (date unknown) and was unsuccessful. A catheter revision was done on (B)(6) 2017. The issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications reported.

Manufacturer narrative:
Product ID: 8780, (B)(4), implanted: (B)(6)2017, product type: catheter, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.